Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. Yellow particles observed, inner the device. Observed, total separation on the plug strap assessed, as surgical damage. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional, later reported, "textured implant". Device has been explanted.